Manufacturer narrative:
Device evaluation: the encore 26 single unit was returned with the gauge unattached and missing. Disassembling of the device revealed that one tab was bent out of shape and misaligned with the connector into which it snaps. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported complaint has been determined to be manufacturing. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the inflation unit gauge broke. The 90% stenotic lesion was located in the non tortuous and non calcified mid left anterior descending artery and diagonal bifurcation. The physician had successfully completed four to five inflations at 20atms or lower and when the advantage inflation device was pressurized again the round meter portion of the device popped out of the casing. The procedure was completed with another advantage inflation device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the inflation unit gauge broke. The 90% stenotic lesion was located in the non-tortuous and non-calcified mid left anterior descending artery and diagonal bifurcation. The physician had successfully completed four to five inflations at 20atms or lower when the advantage inflation device was pressurized again and the gauge portion of the device popped out of the casing. The procedure was completed with another advantage inflation device. No complications were reported and the patient's status is good.